Event description:
It was reported that, "revision and implanted the shell. Also zimmer implants used for augmenting the acetabulum. Tritanium shell implanted, pt was stable, cup stable and all seemed to be satisfactory post op. Pt presented and x-rays showed a disassociated cup".

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.